Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 24-36 hours. The blood glucose level was high. Therefore, patient was treated with correction injection via mdi. Caller replaced infusion set and resumed insulin successfully. No further information available.